Event description:
Consumer has received several blisters on her back from the heating pad. The consumer has not yet sought medical attention to treat the burns. The location of the burns suggests the consumer was using the heating pad in a manner contrary to proper use instructions.